Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow instructions.

Event description:
It was reported that the procedure was to treat a moderately calcified right superficial femoral artery (sfa) that is 70% stenosed. The absolute pro self-expanding stent system (sess) was deployed, but was very difficult to deploy as the thumbwheel was extremely difficult to roll. There were no adverse patient effects and no clinically significant delay. There as no additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance/sticking and the reported difficult or delayed activation were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, a .014 guide wire was noted to be used with the absolute pro. It should be noted the absolute pro self-expanding stent system instructions for use (IFU), materials required section states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure in conjunction with deviation of the IFU. It is likely that interaction with the moderately calcified and 70% stenosed anatomy in conjunction with use of the undersized 0.014¿ guide wire resulted in the noted multiple stent sheath kinks and the noted outer member splits preventing the shaft lumens from moving freely thus resulting in the reported thumbwheel physical resistance / sticking and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.